Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
(B)(6) 2015: crts 3296175/mpxr 290052/rp/crts 3296175 update (con, hcp): the consumer reported that there was a lead connection issue. The device never worked to relieve the patient's symptoms at all. The device was not working, as in functioning correctly. The patient had not used the device for 2 or 3 years. Since it was not working, she decided to have it removed and not get a new one. The patient also wanted the ability to have an MRI. The trial was effective but the permanent implant never was. During the explant procedure, the leads were found to be detached from the implantable neurostimulator (ins) and there was an unknown white milky substance located in the pocket with the ins. The surgeon swabbed the area for infection, but noticed when he removed the device that it was covered by the substance. The explanting physician told the patient that one of her leads was implanted wrong and the device had be en dead for several years. It was clarified that the lead was implanted "upside down or something." The leads were all connected to the ins but had become dislodged from the epidural space. No patient falls or trauma were reported. The patient recovered completely. The indications for use include multiple back operations. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomalies. The battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 89. The last recorded recharge session performed while the device was implanted had the default date of (B)(6) 2000 due to por. The device was recharged for 57 minutes and the battery charged from 2.500v to 3.410v. The last effective charge was dated (B)(6) 2009; the battery charged for 6 hours from 3.565v to 4.045v. The battery discharged to the lock mode on (B)(6) 2009. The parameter trend diagnostic section of the trace report showed the last patient usage was on (B)(6) 2009. Analysis of the leads (s/n (B)(4)), found no significant anomalies. The conductors at the distal ends were broken (overstress/damage). The following method code is also applicable to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.